Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient reported an issue with cgm accuracy, which prompted a visit to the doctor. No specific comparison values between the cgm and blood glucose meter were provided. At the time of the event, the patient was using a tandem insulin pump. The patient declined to share additional details with dexcom, including information regarding symptoms, treatment, or medications administered. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.